Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the first device was leaking and was switched out for another one. The second device was leaking as well however the surgeon finished the case with the second device. There was no adverse consequence to the patient reported.